Manufacturer narrative:
Product analysis: the big/first joint on the arm is not locking when the screw is tightened. The cap that holds the cup against the ball joint was un- threaded a few turns. If the caps are not tight the joint will not lock up. Conclusion: the cap of the locking has backed off. This could have happened because of disassembly for clean or just while manipulating the arm into place.

Event description:
Procedure: transforaminal lumbar interbody fusion levels implanted: "1" it was reported that during surgery the bed-rail was not locking or holding. The locking part of the instrument broke. No patient complications were reported as a result of the event.